Manufacturer narrative:
During an internal review on (B)(6) 2020, it was noticed that the manufacture date and expiration date were omitted in error. Section d4 expiration date has been updated with 9/2/2020 and section h4 manufacture date has been updated with (B)(6) 2019. Manufacture reference no: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent supraventricular tachycardia (svt) ablation procedure with a thermocool® smart touch¿ bi-directional navigation (stsf) catheter and suffered cardiac tamponade requiring pericardiocentesis. During the mapping using the stsf ablation catheter the patient presented hemodynamic instability with a drop in blood pressure, requiring vasoactive amines and epicardial drainage (1.5l). The patient then was sent to the intensive care unit where they stayed for several days. The patient¿s condition was improved. The physician¿s opinion is that the event was procedure related. Transseptal was not performed. No ablation was performed before the effusion was discovered. There was no evidence of steam pop. The irrigation settings were standard for stsf high flow (17ml/min). Only the vector feature was used for force visualization.